Event description:
An insulet territory manager reported that a pt was hospitalized with diabetic ketoacidosis due to an unexplained hyperglycemia while wearing the pod. He was treated with intravenous insulin.

Manufacturer narrative:
The device returned for evaluation was the incorrect one for this complaint although the sequence number matched that reported. We are unable to determine if any malfunction or other product condition contributed to the pt's hospitalization for diabetic ketoacidosis. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.," and advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."